Manufacturer narrative:
The sample device was returned for evaluation. The examination found the sample leaked through a cracked luer hub, confirming the complaint. The most likely cause of the break may be due to excessive tensile force used upon the luer hub during use.

Event description:
There was a crack in the hub (exactly the same issue as previously reported).line had been inserted (B)(6) and had to be removed (B)(6) (3 weeks indwelling) ¿ lot # 11292877.

Manufacturer narrative:
H3 other text : placeholder.